Event description:
It was reported that the physician received a remote alert for out of range shock impedance (>130 ohms) from the right ventricular (rv) lead. Boston scientific technical services were contacted and recommended lead integrity testing and defibrillation testing to confirm lead integrity. The physician performed a defibrillation threshold test (dft) which provided an impedance of 96 ohms, which is considered in range. The physician elected to continue with normal follow ups and remote monitoring to resolve the event. The patient was stable with no adverse consequences.